Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a renal arteriovenous malformation (avm) using packing coil lps and a non-penumbra microcatheter. During the procedure, two ruby coil lps were delivered successfully through the microcatheter into the target location. While advancing the next packing coil lp through the middle of the microcatheter, resistance was encountered. Therefore, the packing coil lp was removed. It was reported that the microcatheter was flushed and the packing coil lp was hydrated but the issue remained unresolved and the physician was unable to locate any noticeable damage on the packing coil lp. The procedure was completed using another packing coil lp, pod4, two pod5s, two ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.